Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-00545.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-01076 & 01077).

Event description:
It was reported the patient underwent total right hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2009 due to poly wear. The liner was removed and replaced. The patient was revised again on (B)(6) 2015 due to pain and osteolysis behind the cup. The cup, liner, and modular head were removed and replaced.